Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering duodopa medication for advanced stage parkinson's disease according to the complainant, post procedure, on (B)(6) 2009, the intestinal j-tube was impossible to rinse. Duodopa was located in the ventricle. On (B)(6) 2009, the patient underwent fluoroscopy and the intestinal j-tube was found to be kinked. It was straightened with a guidewire and put in place. On (B)(6) 2009, the intestinal tube again became impossible to rinse. However, the duodopa was getting into the intestinal tube, with few stops. On (B)(6) 2009, fluoroscopy revealed that the intestinal tube was kinked in two places. The tube was replaced with a new two port through the peg jejunal feeding tube (j-tube). The device was modified by adding two additional holes to the j-tube. The holes were located 20cm and 25cm from the tip of the device. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Information was received from the (B) (4) study site that one day after the (B) (6) female patient received a precise stent (B) (4) in the left common carotid artery (cca), the patient experienced dysarthria and slurred speech diagnosed as a tia. It was reported that the patient fully recovered within 24 hours without any additional treatment. The onset was sudden and recovery was full with no deficit. Additional information received via the adjudication process reported that the tia was treated with normal saline bolus and placement of the patient in trendelenburg. The patient returned to her neurological baseline within 30 minutes. It was reported that the patient was not a candidate for tpa since the symptoms resolved and she had recent surgery. CT angiogram reported impression of no acute intracranial disease and approximately 60-70% narrowing of the distal left cca stent. It reported no acute intracranial hemorrhage, large vessel infarct or mass. It also revealed punctate calcification in the left sylvian fissure, likely secondary to old insult. Cavernous and vertebral artery atherosclerosis is present. No ventriculomegaly or abnormal extra-axial fluid collection is seen. Adjudication reported the most likely etiology of her symptoms was tia related to hypoperfusion versus embolic phenomenon from carotid plaque versus stenosis of the carotid stents. The patient's most likely reason for the symptoms was the hypoperfusion with the blood pressure systolic in the 60-90s mmhg range. It was reported that there were no more neurological issues after discharged from the hospital and no adverse events reported during the 30 day follow up. At baseline, the nih stroke scale was 0 and rankin score 0 and was asymptomatic. High risk criteria of previous cea recurrent stenosis was indicated with a history of prior right and left carotid endarterectomy. Medical history also included hyperlipidemia, cardiac arrhythmia, history of smoking, coronary artery disease and myocardial infarction. The target lesion was the left common carotid bifurcation. The diameter stenosis was 90% with a lesion length of 30mm with no thrombus. The lesion was eccentric and ulcerated. The reference diameter was 9.0. A 6mm angioguard rx was successfully deployed without technical problems. There was no documentation of pre-dilation. The precise stent was deployed at the target site without malfunction or associated adverse event. The final target lesion percent diameter stenosis was 20%. The angioguard was successfully retrieved without technical problems and without debris. The patient had no neurological deficits when she left the angiography suite. It was reported that the patient was doing fine with no more neurological issues after discharged from the hospital. No adverse events were reported during the 30 day follow up. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022722 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 15022722 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24054 and stent lot numbers 508024, 509266 & 508278; and the results indicate that the stent shipped meets specified release requirements. As reported, likely causes of the patient¿s transient dysarthria and slurred speech one day post carotid artery stenting was tia related to hypoperfusion versus embolic phenomenon from carotid plaque versus stenosis of the carotid stents. The patient's most likely reason for the symptoms was the hypoperfusion with the blood pressure systolic in the 60-90s mmhg range. These events are known potential adverse events related to carotid artery stenting and are cited in the instructions for use. Hypoperfusion can occur as a result of atherosclerotic disease that limits distal flow or systemic hypotension. Hypotension is a well known potential adverse event associated with the carotid stent implantation procedure. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors. Stent placement may promote persistent stimulation of these baro-receptors. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. A reduction in cerebral perfusion pressure activates the autoregulatory system. As the small arterioles constrict in an attempt to maintain pressure, ischemia can develop in the distal branches of the vascular tree. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event.

Event description:
The (B) (6) female patient received a precise stent in the left common carotid artery. The (B) (4) study site indicated that one day post index procedure the patient experienced dysarthria and slurred speech diagnosed as a tia. Patient fully recovered within 24 hours without any additional treatment. Onset was sudden and recovery was full with no deficit. Patient adjudication form indicated the following: tia was treated with a normal saline bolus and placed in the trendelenburg position. It was noted that the patient returned to her neurological baseline within 30 minutes. The most likely etiology of her symptoms was tia related to hypoperfusion versus embolic phenomenon from carotid plaque versus stenosis of the carotid stents. The patient's most likely reason for the symptoms was the hypoperfusion with the blood pressure systolic in the 60-90s mmhg range. The patient was not a candidate for tpa since symptoms had resolved and the patient had recent surgery. A CT angiogram of the head and neck revealed the following pertinent findings: punctate calcification in the left sylvian fissure, likely secondary to old insult. Cavernous and vertebral artery atherosclerosis is present. No acute intracranial hemorrhage, large vessel infarct or mass. No ventriculomegaly or abnormal extra-axial fluid collection is seen. The impression included the following: no acute intracranial disease and approximately 60-70% narrowing of the distal left cca stent.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance.additional information will be submitted within thirty days upon receipt.